Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported on (B)(6) 2018 someone was cleaning the outside of the house with a water power sprayer and the patient immediately went into tremors. When they turned the power sprayer of, she was ok. The patient stated this happened twice. The caller reported she was still feeling the after effects. The patient stated she was never warned about this. The caller was directed to follow up with the health care professional (hcp) regarding the symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.